Manufacturer narrative:
Product event summary: the controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter cable was damaged, likely the result of chewing by the patient's pet, as described in the event details. This observation prevented the device from adequately providing power to a controller. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the damage sustained by the patient's pet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
***Initial narrative: **13-oct-2017 radfop1: it was reported that per the ventricular assist device (vad) coordinator the patient indicated the ac adapter was not giving power to the controller. Multiple outlets were tried with the same issue. Upon assessment of the adapter in clinic, it appeared that the adapter cable had been chewed on, and the patient confirmed that their dog may have been chewing on it. The adapter was removed from service and a replacement was issued. No patient complications have been reported as a result of this event.